Event description:
While at the site repairing the unit for "low pressure in injection", the asp field service engineer (fse) found a small amount of oil mist coming from the vacuum pump exhaust filter. The customer stated that there were no physical complaints related to the oil mist. The fse repaired the unit.

Manufacturer narrative:
The fse replaced the oil mist filter. He ran an empty test cycle, the unit met specifications.